Event description:
In 2006, a physician successfully deployed an emboshield into the left internal carotid artery/common carotid artery; pre-stent dilatation was performed with another brand of balloon; an xact stent was successfully positioned and deployed; post-stent dilatation was performed with another brand of balloon; the emboshield was successfully retrieved. The pt was discharged home next day. It was reported that 16 days later, the pt experienced blurring in this vision in his left eye. It was also reported that he was having some vision disturbances in the superior portion of his left eye visual field. He had a possible minor ipsilateral ischemic embolic stroke. The pt was not hospitalized and will follow-up with an ophthalmologist.

Manufacturer narrative:
The device was not returned and there was not lot info. We were not able to perform device inspection or device history record review in this case.